Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 22:20: during night drain cycle four, the patient's ultrafiltration reading was 676ml, indicating the home patient (hp) drained 676ml more than their maximum programmed fill volume of 1100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the caution: negative ultra-filtration (uf) alarm. The homechoice and homechoice pro apd systems patient at-home guiden gives instructions on how to bypass a caution: negative uf alarm. There is also a warning that states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and results in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.